Event description:
A report received from USA stating that during service it was found that the slider of the device was stiff. It is not known if the device was used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).